Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Use errors and proper user instructions are addressed in spectrum infusion pump operator's manual which is shipped with every spectrum infusion pump device. For spectrum v6 versions, if the drug is configured with a dose mode (non ml/hr) and the user enters a dose in the dose mode field, the rate (ml/hr) field is auto calculated and the cursor skips this field as the user confirms the programming. In order to access the rate (ml/hr) field, the user must use the up arrow soft key to move the cursor up until they reach the rate (ml/hr) field to make an entry. If the dose field is left blank, then the user can scroll directly down to the rate (ml/hr) field and make an entry. The dose field will be auto-calculated based on this value. Anytime the user enters a value in the rate (ml/hr) field and presses ok to confirm, a ¿ml/hr change¿ pop-up screen appears and the user is required to confirm entry in the ml/hr field. This is the safety feature available in the spectrum v6 versions. This feature is specific to drugs that are configured with a dose mode (non-ml/hr) and a user enters a value in the rate (ml/hr) field. The cause of the reported issue was determined to be directly related to a use error by the end user entering incorrect dose values of versed into the rate (ml/hr) field. And was not associated with any malfunction of the spectrum device.

Event description:
It was reported that while using a spectrum infusion pump nurse was replacing a midazolam bag and inadvertently reprogrammed the pump to run at a rate of 140ml/hr instead of 0.140 mg/kg/hr. This over infusion of midazolam resulted in the patient experiencing atrial fibrillation with rapid ventricular response. It was also reported that the patient was intubated and receiving both norepinephrine and vasopressin previous to this event which aided in treating this event. The patient was stabilized after intervention. No additional information is available.